Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-28566. It was reported that the patient was presented to the clinic with fatigue and that the patient's incision was open and leaking. The physician noted that there was infection on the implantable cardioverter defibrillator and the atrial lead. The physician opted to explant the entire system. The patient was in stable condition pre, during, and post procedure.